Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was delayed and completed by using another system. A philips remote service engineer (rse) analyzed the system log files, identifying geometry communication errors, notably "geometry movements partly available" and "unable to communicate with geoipc." A philips field service engineer (fse) inspected the system onsite and found the geo ipc was not communicating with the host pc. The fse resolved the issue by cleaning and reconnecting the geo ipc cable. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.